Manufacturer narrative:
Investigation pending.

Event description:
The following variance was reported by the inratio training center in (B)(6) on a patient in self management. Date: 06/16/2015, inratio2 inr: 4.2 (lot# k366051), training center inratio2 inr: 1.4 (lot# k370018), alternate point of care (poc) inr: 1.5. The time between testing was within minutes. The patient's therapeutic range was not provided. There was no reported adverse patient sequela and no additional information was provided.

Manufacturer narrative:
The training center inratio2 inr result was reported as a 1.4 and should have been 1.5. Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, in-house testing was performed on the reported lot number. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed during in-house investigation. The manufacturing records for the lot were reviewed and the lot met release specifications. The root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The training center inratio2 inr for lot # k370018 was a 1.5.